Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. During visual examination, the spring tip was detached and did not return for analysis. The media provided shows a bending and unraveling of the spring tip. No other issues were identified during the product analysis. E1-initial reporter facility name: (B)(6) hospital. E1-initial reporter address 1: (B)(6).

Event description:
Reportable based on device analysis completed on 24oct2025. It was reported that the tip was kinked. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A rotawire was selected for use. During unpackaging, the tip was kinked and could not be used. The procedure was completed with another of the same device. There were no patient complications, and patient was stable post procedure. However, device analysis revealed that the tip was detached.